Event description:
The surgeon implanted an aa4204vl silicone plate lens, serial number 3449349, diopter 18.0, but the inserter mouthpiece tore the lens while being inserted. The lenswas removed and a backup lens was implanted. There was no pt injury. The facility stated the mouthpiece of the inserter caused the lens tear. An msi-tr injector and an mtc60c fp cartridge were used but the facility was unable to provide the lot numbers. The pt's prognosis is good.